Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: (B)(6), batch:10072297. Further information was requested but not yet received.

Event description:
It was reported that the patient is scheduled for an extension revision for an unknown reason. It is unknown which extension is at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient was experiencing pain at both extension sites. Surgical intervention was undertaken wherein both extensions were explanted and replaced.